Event description:
It was reported that this right atrial (ra) lead exhibited oversensing during an atrial tachy response (atr) episode. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).